Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter . Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion pump and catheter. The drug being delivered was compounded baclofen at 665 mcg. The reason for use was not reported. It was reported that the ¿cp quad¿ patient was getting the baclofen pump replaced due to battery life, removed due to ¿battery is depleted,¿ and it was returned to the manufacturer for analysis. It was also reported that they were unable to aspirate the catheter. The catheter was replaced with a new 8780 and returned to the manufacturer for analysis. The issue occurred on (B)(6) 2017 the device was used in the patient for treatment, there was no patient death, there was no patient injury. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed acceptable testing and the catheter was incomplete and returned in segments. The returned pump was interrogated and as per the logs the following medication was being administered via flex rate as of (B)(6) 2017: gablofen with a concentration of 2000 mcg/ml at 665.4 mcg/day. If information is provided in the future, a supplemental report will be issued.